Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3 with restricted posterior leaflet. While attempting simultaneous grasping, one gripper did not lower. After locking the clip, the gripper was able to be lowered and was deployed. Another clip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.